Event description:
Endo gia handle would not accept staple load, two separate loads were tested, new handle was opened to complete procedure. Manufacturer response for endo gia reload, endo gia reload (per site reporter): manufacturer provided rga# and return shipping container. Manufacturer response for endo gia ultra stapler, endo gia ultra (per site reporter): manufacturer provided rga# and return shipping container.